Event description:
It was reported that the insulin pump had been exposed to rain water and that the customer experienced high blood glucose while having been off the insulin pump. The customer's blood glucose was 160 mg/dl at the time of the water exposure. The caller stated that no moisture was visible in the device after it had been exposed to fluid. The customer stated that the battery ran low and, the battery was changed, and the customer found that the battery had been damaged. The customer's blood glucose was over 700 mg/dl while they were off the insulin pump. The customer's most recent blood glucose was 317 mg/dl. The caller stated that the insulin pump would not turn on thereafter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.